Manufacturer narrative:
(B)(4). Method: (no testing methods performed) - the involved device has not been returned by the user facility and the lot number is unknown. Therefore, the failure investigation was limited to a review of user facility information. Conclusions - are based upon evaluation of user facility information only. The user facility medwatch report and follow-up communication with the user facility both confirmed that the guidewire had been inadvertently entrapped at the junction of 2 of the stents during a stemi treatment procedure. Although the cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire"; and "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the guidewire became trapped in a deployed stent during a stemi treatment procedure. The information below was obtained from the attached user facility medwatch report (1402420000-2012-0003) and follow-up communication with the user facility: the patient was admitted for an acute myocardial infarction and sent to the catheterization lab for emergency assessment / treatment; the right coronary artery was determined to have severe stenosis due to multiple lesions; the physician deployed a series of drug-eluting stents within the vessel to improve flow and stabilize the vessel prior to possible CABG procedure; after the stents were placed, the physician attempted to withdraw the guidewire, but was unable to remove the device; further evaluation revealed that the wire had been inadvertently entrapped at the junction of 2 of the stents; the physician reportedly felt that "further attempts to try to remove the wire could only jeopardize hemodynamic stability;" therefore, the decision was made to transfer the patient for emergency bypass surgery and removal of the trapped guidewire; and the uf medwatch states that "the patient was transferred to another hospital for open heart surgery and subsequently discharged."